Event description:
It was reported by the affiliate that the (3) er320 were used during a laparoscopic cholecystectomy procedure. It was reported that the devices had multiple clips come out in just one firing. It was not reported how the case was completed and there was no consequence to the pt.